Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
On (B)(6) at morning x-ray meeting, patient was presented with dislocated mrs/mrh prosthesis. Patient was well known by surgeons to have required multiple revisions to this prosthesis for various dislocations from an active lifestyle (aka sky diving). Surgeons questioned how dislocation occurred and patient reported rolling over in bed. Upon x-rays, anterior dislocation of the trh component was confirmed. Plan was to openly reduce the prosthesis; performing and inspection of all components and changing what was required. During the surgery, it was confirmed that the component was dislocated. Upon full exposure, it was noted that the 21mm tibial insert was fractured. The surgeon removed the majority of the insert by sliding off the trh component and used a howarth elevator to remove the small remaining fragment that remained at the bottom of the mrs tibia (area that the trh component sits into the mrs tibia). A new 21mm tibial insert was inserted in place of the removed item and all other remaining poly components and the axle were changed because of surgeon preference.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. The insert broke from off-axis loading. The internal metal stem was rubbing along one side of this insert. No material or manufacturing defects were observed on the surfaces examined. It was also noted that the upper part of the insert became separated from the proximal tibial component most likely after fracture of the distal portion of the insert which remained inside the proximal tibial component. The investigation concluded that the fracture of the distal portion of the insert was caused by off-axis loading whereby the internal metal stem was rubbing along one side of this insert. No material or manufacturing defects were observed on the surfaces examined. The medical review indicated that the segmental resection surgery and loss of fixation of the patellar tendon with the overload effects further aggravated by excessive patient activity resulted in axial instability with repetitive axial subluxations and finally in a full dislocation of the tibial rotating hinge component from the proximal tibial component. There is no evidence of device-related factors in this event. The reported event regarding an insert fracture involving a metal encapsulated insert was confirmed.

Event description:
On (B)(6) at morning x-ray meeting, patient was presented with dislocated mrs/mrh prosthesis. Patient was well known by surgeons to have required multiple revisions to this prosthesis for various dislocations from an active lifestyle (aka sky diving). Surgeons questioned how dislocation occurred and patient reported rolling over in bed. Upon x-rays, anterior dislocation of the trh component was confirmed. Plan was to openly reduce the prosthesis; performing and inspection of all components and changing what was required. During the surgery, it was confirmed that the component was dislocated. Upon full exposure, it was noted that the 21mm tibial insert was fractured. The surgeon removed the majority of the insert by sliding off the trh component and used a howarth elevator to remove the small remaining fragment that remained at the bottom of the mrs tibia (area that the trh component sits into the mrs tibia). A new 21mm tibial insert was inserted in place of the removed item and all other remaining poly components and the axle were changed because of surgeon preference.